Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the pump alarmed every five minutes and ¿kind of sounds like a fire truck siren¿. The patient's hcp refused to fill the pump. The reporter was seeking a physician who could silence the alarm or fill the pump. No further complications were reported. Additional information was received from a healthcare provider (hcp) the cause of the alarm was due to an empty pump. A representative turned the alarm off. The pump was ¿set to saline¿. Patient weight was unknown.